Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 1 low event was detected within the specified date and time range. (The low bg was observed early on (B)(6) 2020. Therefore, the complaint is confirmed.). A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) value of 49 was recorded at 01:36:00 am on (B)(6) 2020. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 02:11:00 am to 02:36:00 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 01:36:00 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 11:50:03 pm, date: (B)(6) 2020, iob: 0.92. Time: 11:58:44 pm, date: (B)(6) 2020, iob: 3.48. Time: 12:10:38 am, date: (B)(6) 2020, iob: 4.64. Requesting a bolus with iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 10:38:48 pm, date: (B)(6) 2020, iob: 1.10. Time: 11:33:29 pm, date: (B)(6) 2020, iob: 0.84. Requesting a bolus with iob may lead to a low glucose event. The algorithm made the following auto-bolus request(s): time: 10:14:30 pm date: (B)(6) 2020, iob: 0.60, carbs: 0.00, correction included: yes, these boluses were adjusted by the algorithm based on current glucose and iob. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose of 48 mg/dl; cause was unknown. Customer drank grape juice to treat low bg. The event occurred in the past; therefore, troubleshooting with tandem technical support could not be performed. Recommendation was made for customer to consult with health care provider.